Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a robi forceps burned during the procedure, but the patient was not affected. However, the following was reported: "prolongation of surgery. The surgery was initially scheduled for 3 hours, but due to the event it was prolongated by 60 minutes."

Manufacturer narrative:
Result of investigation: the item sent in is a robi forceps insert (ref. 38610on) that was submitted for technical inspection. Significant local melting of the plastic component was observed at the distal end of the instrument. This clearly indicates excessive heat generation. According to the instructions for use (doc. No. 97000117, version 3.2 - 02/2020), robi instruments are intended exclusively for short-term coagulation at a maximum peak voltage of 150 vp. If this limit is exceeded - for example, due to excessive power levels or excessive activation times of the hf current thermal damage may occur in accordance with iec 60601-2-2 (3rd edition). The observed thermal discoloration, melting of the plastic, and partial material changes are typical consequences of overloading due to improper use of hf current. There are two possible scenarios for this: 1. Residual moisture in the joint area: if the instrument was not completely dried after reprocessing, residual moisture can cause a short circuit during use, resulting in heat generation and damage. 2. Non-compliance with hf limits: exceeding the permissible peak voltage or activating the hf for too long can lead to overheating and cause the damage described. In both scenarios, there is a violation of the instructions for use and the reprocessing instructions. It must therefore be assumed that this is a user error. The event is filed under internal karl storz complaint ID: (B)(4).